Event description:
It was reported that the universal modular electric/battery double trigger handpiece was not working. Additional clinical follow up with the customer indicated that a battery reset did not resolve the issue. A second handpiece was immediately opened to continue the planned procedure without any additional time added to the procedure. There was no pt injury or surgical delay reported.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.